Event description:
It was reported that: the distal insertion tip of the driver stayed with the anchor, and was able to be removed arthroscopically. The anchor was buried past the laser etch line, and no negative impact to the patient was noted. Also, the device was disposed of at the user facility, and no lot information is available.

Manufacturer narrative:
Based on the reported information, the driver/inserter breakage was indicative of misuse, as the pressft anchor was inserted too deep (i.e. Passed the distal depth mark on the driver). The instructions for use (IFU) were not followed, as the IFU states: drive the anchor into the pilot hole until the distal depth mark on the driver is just below the surface of the bone or the proximal depth mark is below the surface of the drill guide handle. The IFU also states; avoid lateral loading when inserting the pressft suture anchor, and maintain proper alignment during insertion of the anchor and disengagement of the driver. Due to similar complaints an investigation was initiated, which determined that the root cause of the metal distal tip of the driver becoming disengaged from the anchor inserter, is related to the design requirement for tensile strength between the distal driver tip and driver shaft. This requirement is potentially insufficient when the device is misused (i.e. The anchor is inserted passed the distal etch mark on the driver). There is currently a CAPA in process to help prevent this type of failure during misuse conditions. Discarded at user facility.